Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the tip after suturing the head. The pt had an x-ray after surgery, and no fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.